Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report the axium coil failed to detach with 2 instant detachers and manual detachment. 3 attempts were made with one instant detacher and 2 times with a second detacher. One manual detachment attempt was made but this also failed. The device was removed, and a new coil was used. No patient injury occurred. The blood flow was normal. The vessel anatomy was minimal in tortuosity. The devices were prepared and used per the instructions for use (IFU). This event occurred during the treatment of a c6, unruptured, saccular aneurysm. The max diameter was 3mm and the neck diameter was 2mm.

Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation analysis found the axium prime coil introducer sheath was found correctly assembled on the pushwire with the wavelock positioned on the proximal end. There was no instant detacher returned with the device. The actuator interface was securely attached to the coupler tube. No damages or irregularity was observed with the actuator interface or break indicator. There are no indications of any mechanical or manual detachment attempts at these locations. The axium prime pushwire was found bent within the introducer sheath and found kinked outside of the introducer sheath. The implant coil was not returned for analysis. A manual detachment was attempted by breaking the break indicator and retracting the release wire; however, resistance was encountered and the detach element failed to detach. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the detach element still attached; however, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.